Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 100% to 5% after being disconnected from a power source. Subsequently, the battery depleted from 5% and the pump shut off. The customer's blood glucose was 166 mg/dl. Reportedly, the customer charged the pump, reloaded the cartridge and resumed insulin delivery successfully.